Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple power sources. The customer's blood glucose (bg) was 183 mg/dl. During troubleshooting with tandem technical support (cts), the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. The customer ended contact with cts, therefore no additional information could be obtained.